Event description:
On (B)(6) 2012, the pt reported being hospitalized due to diabetic ketoacidosis. She stated that on (B)(6) 2012, she became ill with the flu and she began to vomit. She stated, she did not test her blood glucose during this time because she was so sick. She was admitted to the hospital on (B)(6) 2012 and her blood glucose measured 570 mg/dl. The infusion device was removed and she was treated with an insulin IV in the intensive device was removed and she was treated with an insulin IV in the intensive care unit for 4 days. She remained on the insulin IV until she was released from the hospital on (B)(6) 2012. She does not know what her blood glucose values were during the time she was hospitalized. Her target blood glucose range is 80-140 mg/dl. She stated that the doctor who discharged her from the hospital did not want her to reconnect to the infusion device but she visited her endocrinologist on (B)(6) 2012 and was advised to resume infusion therapy. She does not feel comfortable using her primary infusion device and she switched to her backup device. She stated that she does not know if elevated blood glucose was caused by the flu or the infusion device. Her blood glucose was normal at the time of the report. The infusion device was requested to be returned for eval.